Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: a37904/ a29019.

Event description:
It was reported that patients lead had high impedances. The patient underwent a lead and lead extension replacement procedure and was doing well postoperatively. All explanted device components were discarded by the facility.